Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the tubing and site however the occlusion continue to occur. Subsequently, the pump was unresponsive. The customer connected the pump to multiple power sources and cables however the pump remained unresponsive. The customer's blood glucose level was approximately 200 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown was verified, however the occlusion could not be evaluated as no used cartridges were returned with the device. Additionally, a different issue was identified.